Manufacturer narrative:
Manufacturers ref #: (B)(4). D1: catalog# is unknown but referred to as cook celect vena cava filter set. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: celect inferior vena cava (ivc) filter found to be fractured, with half of one leg embedded deep in vertebral body. Patient outcome: filter was removed, but fragment is retained as it is extravascular.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: a celect filter had fractured, with half of one leg embedded deep in vertebral body. Filter was removed, but fragment is retained as it is extravascular. The complaint reported by the user was confirmed. The complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records review could not be completed as the lot number is unknown. There is no evidence to suggest that the user did not follow the instructions for use and/or label. A definitive cause could not be determined from the investigation. Possible causes are repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Corrected data compared with medwatch report mw5175584: b2) required intervention, other serious or important medical event, life threatenin. B4) 28-aug-2025. B5) celect ivc filter found to be fractured, with half of one leg embedded deep in vertebral body. Filter was removed but fragment is retained as it is extravascular. D1) celect ivc filter. D3) cook medical llc. D9) y. H6) e-code: 2687: foreign body in patient. H6) a-code: 1260: fracture. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.